Manufacturer narrative:
(B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver fractured during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Event description:
It was reported that the tip of a final driver fractured during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The complaint is confirmed for 1 instinct java final screwdriver shaft rigid for the reported failure of the tip fracturing during an operation. Visual inspection confirmed that the tip of the driver is fractured. However, a definitive root cause for the damage was unable to be determined. Medical records were not provided for review. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. This device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. If any information is received which changes the information in this report, a follow up report will be submitted.